Event description:
It is reported that the liner was not able to be implanted due to the ring being positioned incorrectly. A different liner was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.